Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately tortuous and non-calcified popliteal artery. A 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during first inflation, the balloon would not inflate properly. When the device was removed, it was confirmed that the balloon ruptured. The device was completely removed from the patient and the procedure was completed using other balloon catheters of the same size. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Upn- search corrected from h74939032501010 - fg sterling otw 5.0mmx100mmx135cm (4f) - 39032-50101 to h74939148301010 - fg sterling sl otw,3.0mm x 100mm x 150cm - 39148-30101. Upn corrected from h74939032501010 to h74939148301010. Catalog/model # corrected from 39032-50101 to 39148-30101. Device lot number corrected from 0018447682 to 19890622. Device expiration date corrected from 09/30/2018 to 10/31/2018. Device manufactured date corrected from 09/26/2015 to 10/27/2016. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a 12mm longitudinal tear 8.3cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the complaint device was a 3.0mm x 100mm x 150cm sterling¿ sl balloon catheter and not a 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter as previously reported.